Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.6 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, before inserting the lead into the body, the helix could not be extended properly. The lead was replaced. There were no adverse patient consequences.